Manufacturer narrative:
The investigation for the reported ischemia has been completed. The impella device has not been returned for evaluation. However, as the necessary clinical information was not provided and the device was not returned, the root cause of the ischemia could not be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported an impella cp in 56-year-old female patient for mechanical circulatory support. It was reported that while on impella cp support, the patient experienced global ischemia.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial manufacturing report 1220648-2024-07359 was provided in sections b2, b5, d6, h1, and h6.

Event description:
Following implant, the patient was taken to the intensive care unit (ICU) where their mean arterial pressure began trending downward. The patient eventually reached pulseless electrical activity and care was withdrawn. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise. Reportable due to patient's ischemia while on impella cp support and death.